Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the huber needle was leaking due to break in tubing. It was stated that the break did not occur until 2-3 days after insertion. No patient harm reported.